Event description:
After withdrawing a penumbra neuron max from its packaging, the physician tried to introduce a .038" guide wire into the catheter, but was restricted due to some type of kink that could not be observed form the outside. A new catheter was removed from inventory and case continued with no issues.

Manufacturer narrative:
Results: the catheter is ovalized approximately 9.0 cm and 59.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that a 0.038" guidewire could not be inserted through the neuron max 088. After evaluating the returned product it appears that the neuron was ovalized approximately 9.0 cm, and 59.0 cm from the hub. This damage may have restricted the lumen and prevented access with any other device. Based on the description of the event it is not clear when this damage occurred however, based on the observation that the catheter could not be advanced into the shipping tube; it is likely this damage occurred when the device was removed from the packaging or during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.